Event description:
Far field r-wave (ffrw) on the right atrial (ra) lead resulting in inappropriate mode switching and loss of atrial tracking (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).